Event description:
A heparin bag was spiked with the tubing and hung. The pump alarmed for air in line and it was noted the line was broken. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.